Event description:
The customer's mother stated that the insulin pump had a blank display. Troubleshooting was performed and the display was still blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty liquid crystal display board.